Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2011 (patient's weight and age are unknown, however the patient is over 18 years old). According to the complainant, a prolapsed fibroid was removed from the outside of the patient's cervix prior to the hta procedure. The hta procedure was successfully completed using a purse string suture and two tenaculum stabilizers to maintain a cervical seal. The procedure was completed without complications. Post procedure, the patient presented with infection and bleeding. The bleeding is reported to have continued, hospitalizing the patient. It is reported that the physician believes the symptoms are related to post embolization syndrome. Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.